Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. An irrigation leak was observed from the slider port of the catheter handle during the procedure. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for laboratory analysis as it was disposed.